Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-10 below) as part of internal complaint handling activities. Date of event is unknown. The event is considered to be when the patient began experiencing pain. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Unique identifier (UDI) # listed below. Concomitant medical products and therapy dates not reported. Initial reporter fax not reported. Device bla number is n/a to this report. Na was not entered within the field for bla number as this caused technical errors to occur in previous MDR submissions. Device manufacture date listed below. No files attached to this report. Investigation: evaluation of similar complaints: the complaints log was reviewed to identify any similar events involving a tiger screw removal between june 2020 and june 2021. Eight (8) similar complaints were identified. Of these eight (8) identified complaints, the root causes were as follows: patient other (osteoporotic bone), surgical team other (industry standard), patient anatomy, no identified defect, and unknown (4). None of these related events contain parts from the same lot number(s) as the reported event. Device history record (DHR) review: the following dhrs were reviewed to identify if any significant events occurred corresponding to the hardware involved in the event. 2.4mm x 14mm tiger cannulated screw (200-24-014) - lot tsl003274 [manufactured 06/10/2016, UDI (B)(4) ] - no associated reworks (rwks), nonconformances (ncrs), or deviations (devs). 2.4mm x 16mm tiger cannulated screw (200-24-016) - lot tsl005083 [manufactured 07/05/2017, UDI (B)(4) ] - no associated rwks or devs. Ncr 17-157 was initiated for 1 part (out of 150) failing for a pin gauge going through. As the lot underwent 100% final inspection and all nonconforming parts were scrapped, ncr 17-157 does not pertain to the reported event. In conclusion, there were no identified issues related to the complaint event. Review of surgical technique: tiger cannulated screw system instructions for use, 900-01-002 revision p, corresponds to the event. Limited information was provided for the surgical technique / conformance to the IFU so it is unknown if the doctor/ user followed the IFU. Visual inspection: the parts were removed and returned to trilliant surgical for visual review. The tiger screws displayed damage at the cruciform and around the screw head. The damage is a result of the insertion and removal process. There were no reported difficulties for when the doctor was inserting or removing the screws. Dimensional inspection: the returned devices were dimensionally inspected to revision j of the appropriate inspection reports (irs). The parts underwent 100% inspection. All parts failed for feature 9 (cruciform diameter). It is expected that this nonconformance is resulting from the insertion and removal process while being used in the field. Additionally, feature 12, feature 13, and feature 19 for each part could not be measured as the features were observed to be deformed from usage in the field. Simulated use testing: simulated use testing was not conducted for either returned device(s) nor with similar parts. Due to limited information available as well as the nature of the event (removal due to pain), simulated use testing would not be able to provide further insight into the evaluation of the root cause. Thus, simulated use testing was not performed. Investigation conclusion: the similar complaints reviewed did not provide further insight into the root cause of the event. There were no abnormalities observed from DHR review. Limited information was provided regarding the surgical technique. Thus, it is unknown if the doctor followed the steps outlined within the IFU. When reviewing the post-operative x-rays following implantation, it appears that the tiger screws were slightly prominent and could have been inserted deeper. However, this is only speculative and could not be confirmed from information provided by the reporter. The visual inspection and dimensional inspection displayed that the tiger screws were damaged from the insertion / removal process but did not provide further insight into the root cause of the event. Simulated use testing was not performed. As limited information was available from the reporter, the root cause cannot be confirmed at this time. Thus, the root cause remains unknown.

Event description:
On 06/11/2021, the office manager for facility 1 contacted the trilliant surgical orders management team to request a removal kit for a previous right foot arthroplasty utilizing the tiger cannulated system comprising two (2) 200-24-016 (2.4mm x 16mm tiger cannulated screw) and one (1) 200-24-014 (2.4mm x 14mm tiger cannulated screw). The removal surgery is scheduled for (B)(6) 2021 by doctor 1 at the facility 1 on a (B)(6) year-old female patient due to reported localized pain at the surgery site. The implant surgery took place on (B)(6) 2018 by doctor 2 at facility 2. A post-operative interview will take place to collect removal case details. The facility will return the explanted two (2) 200-24-016 and one (1) 200-24-014 to corporate for further review. Additional information received 06/18/2021: case took place (B)(6) 2021 instead of (B)(6) 2021.